Event description:
It was reported, the patient's ipg is intermittently turning off (israel). The patient reported stimulation stops suddenly without any change in body position. This occurs approximately 5-30 minutes from the time stimulation is turned on. Once stimulation stops, the patient programmer is required to start stimulation again. Diagnostic testing identified impedance values were within normal range. Reprogramming did not resolve the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.